Event description:
Customer called to report a hospitalization for high blood glucose on (B)(6) 2014. Blood glucose reading was 1300 mg/dl. The customer was not wearing the insulin pump at the time of the hospitalization. The high blood glucose was caused by the insulin pump becoming disconnected from the customer's body in the middle of the night. The customer also requested a cap for the reservoir housing during the call. The customer is currently in the intensive care unit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).